Manufacturer narrative:
One tacticath¿ contact force ablation catheter, sensor enabled¿ bid curve d-f was returned. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3005334138-2019-00429, 2182269-2019-00109. During an atrial fibrillation procedure, a cardiac perforation occurred. After performing a cavotricuspid isthmus (cti) ablation, the patient became hypotensive. Intracardiac echocardiogram revealed an epicardial perforation. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.